Event description:
During a plate implant for a rib fracture procedure, while using the 12mm drill bit, the 12mm drill bit broke into two (2) pieces. One piece of the broken drill bit remains in the bone in the pt. Consequently, the particular plate hole was not used, and the surgery was completed without further incident. No intraoperative adverse effect to the pt was noted.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.